Event description:
It was reported, that during a procedure to remove a urethral stone, the fiber was overheating; it was too hot to touch. The procedure was completed with another fiber. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. The fiber device received in one piece; fiber body no defects. During the product analysis, the glass tip was degraded down to the fiber jacket. The laser fibers are consumable devices and expected to degrade with use. It was also noted that the fiber jacket has burn marks and melting. Additionally, the light from sma connector was bright and round indicating that there was no fracture within the sma connector. However, the connector face has burn marks on it and this confirms the reported event. The device instructions for use (IFU) indicates that the IFU contains appropriate instructions and warnings for use. Procedural conditions, such as physician technique, size and composition of the material being ablated, may have contributed to the heavy degradation, burn marks and melting on the fiber jacket and ultimately the burn marks observed on the connector face. Finally, improper use of the device or use of a damaged device may result in severe eye or tissue damage, fire in the treatment room and accidental laser exposure to the treatment room personnel or patient. Do not exceed the recommended maximum power levels associated with the selected fiber size and in the event of reduced or no laser energy output during application the fiber connector may be hot to touch. The IFU instructs the user to carefully inspect the fiber for kinks, punctures, fractures, broken ball tip, or other damage. If the fiber appears damaged, do not use the device; return it to boston scientific for replacement. Based on analysis result, the investigation conclusion code assigned is cause traced to component failure.

Event description:
It was reported, that during a procedure to remove a urethral stone, the fiber was overheating; it was too hot to touch. The procedure was completed with another fiber. No patient complications were reported.